Event description:
A malfunction alarm labeled "malf 0" was reported, and the issue continued after attempting to reset the pump. There was no reported impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy, and technical support assisted with resetting the pump and arranged for a replacement. The customer was instructed on how to put the faulty pump in storage mode and return it using a prepaid label.